Manufacturer narrative:
(B)(4). Follow up. It was reported there was leakage. Due to the absence of a physical sample, photographic evidence, or lot number, our quality engineering team was unable to conduct a comprehensive investigation. Current quality controls are in place to identify such defects during the production process. Based on the limited investigation, the cause of the reported incident remains undetermined. If you encounter any further issues with our product, we would appreciate the opportunity to perform a thorough analysis. Examination of the involved product may provide insights into the cause of the reported failure.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: it is reported, leakage. Event details: med port dysfunction/leaking ?manufacture defect, product code: 306547, product description: syringe flush 10ml posiflush 0.9%nacl pump compatible bx/30 p20, lot/serial: unknown, occurrences: 1 ea, no adverse event reported.